Event description:
It was reported that the physician's handheld was not working when attempting to interrogate a device the day prior. It was reported that another programming system was used to successfully interrogate the patient's device. Troubleshooting was performed which narrowed the problem to the serial cable which was identified to be frayed. A new serial cable was provided to the physician and the frayed serial cable was discarded. No product analysis can be performed.

Manufacturer narrative:
.